Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10373, 10374. The pt reported experiencing both a heating and occasional surging sensation while recharging. The pt stated the surging sensation is felt most often during charging, but will occur at other times as well. The pt reported these sensations are felt in the areas that stimulation normally covers. The pt stated he has an appointment with his physician at a later date and was advised to discuss this issue with his physician at that time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected. Instruction was provided to the pt regarding the charging recommendations documented in the letter.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also include din a field correction. Action #s: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.